Event description:
Information was received that when the thoracotomy was performed, they noted a disruption of the superior vena cava above the section that was constricted. The disruption was supported but after this intervention was performed, the procedure was ended without any products being implanted due to the patient's condition.

Event description:
Boston scientific received information that this right ventricular (rv) lead presented with oversensing of noisy signals on the ventricular channel which resulted in non-sustained episodes. As a result, a revision procedure was performed to replace rv lead. An insulation issue was found during the revision so the physician decided to extract the lead. During the procedure, a constriction of the vena cava was noted on an x-ray and the patient's systolic blood pressure dramatically dropped. A portion of the rv lead was cut while the rest of the lead was surgically abandoned. A new rv lead was able to be placed in the patient's ventricle; however, pacing impedance measurements between 1,900 and above 2,000 ohms were observed. This lead was repositioned several times and lower pacing impedance measurements were obtained, but the sensing was not acceptable. In addition, the proximal coil appeared stretched. The lead was explanted and a second new rv lead was used for another implant attempt. When the second lead was being inserted into the constricted vena cava, the patient experienced a ventricular fibrillation (vf). Cardiac resuscitation and a thoracotomy were performed. The patient was stabilized and the second lead was explanted. Due to the additional surgical interventions performed, the procedure was ended without any products being implanted. At a later date, the patient subsequently died four days later while in the hospital due to cerebral damage. The cut rv lead along with the other two leads that were unable to be implanted will be returned for laboratory analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the rv lead involved in the first implant attempt was performed. The complete lead was returned with the connector tool on the terminal pin and seated properly with the fixation knob engaged. There was blood infiltration noted in the helix housing but testing found that the helix was able to be extended and retracted without issue. There was a separation of the gore covering from the medical adhesive (ma) at the proximal edge of the proximal shocking coil. Associated with this was a slight stretching of the proximal end of this shocking coil. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis confirmed that the proximal shocking coil had been stretched. The separation was a result of excessive drag on the gore and the shocking coils. Under normal circumstances, separation of the gore covering will not impact the functionality of the lead. Laboratory analysis also concluded that despite this damage, the lead was still electrically continuous.

Manufacturer narrative:
Once the products are returned and analysis completed, this investigation will be updated.